Event description:
On (B)(6) 2022, a 61 yo male with a history of hypertension and obstructive sleep apnea was brought fora pvc ablation. This was the patient's first ablation. The physician, dr. (B)(6), mapped the right ventricular outflow tract (rvot), removed the catheter and, using a retrograde approach, mapped both above and below the cusp in the left ventricular outflow tract (lvot). Ablation lesions were created above cusps at 50w, resulting in pvc suppression but not termination. The physician then ablated under the valve using a power of 50w, multiple burns of 120-330 second duration. The pvc was suppressed for a while but then came back. Next, the navistar rmt thermocool catheter was moved to the right ventricle and the distal coronary sinus(cs) was mapped. Using cardio drive, dr. (B)(6) went out, without difficulty, and found a very anterior branch. He changed the vector posteriorly and was able to get farther into the cs and out to the aiv (anterior interventricular vein). He was trying to get the navistart rmt catheter to a point that was directly across from the ablation lesions which had been placed in the lvot. He advanced the catheter further and more posterior until he got the catheter to a "good" spot when he noticed the subject's heart rate had increased and blood pressure had dropped (time=13:52). Using ice, an effusion was found, and dr. (B)(6) immediately performed a pericardiocentesis with dr.(B)(6) nair scrubbed in with him. They removed 250 cc of blood from the pericardial sac and returned 150cc back to patient. The patient was stable and awake with no more effusion by 14:08. The procedure did not continue. Dr (B)(6) was not ablating at the time of the event. The last ablation lesion was at least 30 minutes prior to the event. The ablation lesions placed were at the left/right junction of the cusps both above and below the valve. There were 16 minutes total of energy delivered to place 11 lesions.